Event description:
The ge oec 6800 fluoroscopy system reportedly would not boot up. This was an intermittent issue as the fse arrived to service the system and was denied access because the system was use.

Manufacturer narrative:
A ge service representative investigated the issue and was denied access to the system for evaluation and repair. The device was re-scheduled and when evaluated, the reported malfunction could not be duplicated. The customer insisted on a replacement single board computer (sbc). The sbc was removed and replaced, with associated components, per procedure. The system was further tested and found to be operating as intended. No negative patient effect was caused by this malfunction. The facility was unable or would not provide any patient information with respect to this issue.